Manufacturer narrative:
Image analysis image one is of the shipping carton. Lot number c062836 was observed on the label on the shipping carton and is consistent with the lot number provided in gch. Image two is of the device inside a bag. The red locking pin is still in place; the stent is observed to be deployed inside the sheath. Image three is a cine image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the abre self expanding stent along with a 9fr non-medtronic sheath, the device was deployed in the left distal common iliac vein (peripheral vein). The abre stent was put through 9fr sheath and stent was already deploying even with safety pin in place. The stent detached in vivo and required a surgical cut-down intervention to remove the detached stent. The patient's common femoral vein tore after stent deployed and was removed. The patient was admitted to the hospital, and the procedure was aborted. The device was explanted.

Manufacturer narrative:
Product analysis the device returned with the red locking pin still securely in the handle the size on the strain relief 9f 14mm x 18mm the distal section of the catheter was loaded in an unknown 9f introducer the stent was deployed but remained fixed to the introducer kinks were observed on the introducer biologics were observed on the silver isolation sheath and a kink was noted on the silver sheath and on the inner tubing biologics were observed on the stent and the stent was deformed . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.